Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no reported adverse impact to the customer's blood glucose level. At the time of the report with tandem technical support there was no additional information available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.